Event description:
It was reported that tandem mobi pump issued cartridge alarm during use, and caller noted history of similar alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, while technical support confirmed details, provided instructions for storage mode and pump return, and arranged shipment of replacement pump with guidance to transfer pump settings and reconnect continuous glucose monitor.